Manufacturer narrative:
The device is available for evaluation, however has not been received. E1 initial reporter phone number: ext. (B)(6).

Event description:
The event involved a plum set where it was reported that the solution could not flow into cassette. The event was noted during infusion with an unspecified solution, there was no leakage reported. There was patient involvement and no patient harm.

Manufacturer narrative:
Received one used 142730490 plum 150 ml burette set for inspection. No damages or anomalies noted. The product was primed per packaging directions and a flow test was performed using an ICU plum pump. There were no cassette errors, no occlusion alarms were generated, no air in line alarms were generated and no restrictions in flow were observed. The reported complaint of cannot prime was unable to be replicated or confirmed. A device history review (DHR) lot # review could not be conducted because no lot number(s) was/were identified.